Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible insulation breach on the right ventricular (rv) lead. The rv lead exhibited high thresholds, insulation damage, low impedance, noise and short v-v interval oversensing. This lead was capped and replaced. No patient complications have been reported as a result of this event.